Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the impactor pad fractured during surgery.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
Device history records were reviewed for the reported lot with no deviations or anomalies identified. Receiving and inspection reports were reviewed for lower level lots and also did not identify any deviations or anomalies. The impaction pad was returned for review. Visual inspection confirms the report fracture. The anterior portion fractured off and was not returned. Dimensions were found conforming to print specifications where measured. This device is used for treatment. The device was manufactured on 19/aug/2015 and therefore, had been in the field approximately 7 months. It is unknown how many times the device has been used during that time. The sales representative reported that the surgeon ¿impacts strongly¿, but there is no indication to deviation from the surgical technique. Therefore, a definitive root cause cannot be determined with the information provided.